Event description:
Ethicon endoscopic stapler malfunction: doctor put the blue staple load into the handle and inserted it into the patient. He grasped the tissue and went to fire the staple load and there was a load crack and md stated " it felt like something didn't go right." The staple line looked good and he pulled it out to reload and used the white staple load this time. When he tried to fire again with the white load, it wouldn't fire and the dark gray handle would stick when squeezed.